Event description:
Device malfunction: failure to deploy-clip, difficult to remove, failure to retract thumb advancer/locator wings. Time of device malfunction: during vessel closure. Symptoms/ae: surgical removal/hemostasis. It was reported that a physician not trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the clip would not fire and the locator wings did not retract. An attempt to remove the device using the "bailout method" was unsuccessful. The device was surgically removed and the vessel was surgically sutured to achieve hemostasis. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.